Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was an in-stent restenosis located in the moderately tortuous right coronary artery. A 4.00 x 12 synergy drug-eluting stent was advanced but resistance was encountered at the proximal edge of the previously implanted stent. The device was removed and the distal edge was found to be lifted. The procedure was completed with a 4.0 x 8mm non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was an in-stent restenosis located in the moderately tortuous right coronary artery. A 4.00 x 12 synergy drug-eluting stent was advanced but resistance was encountered at the proximal edge of the previously implanted stent. The device was removed and the distal edge was found to be lifted. The procedure was completed with a 4.0 x 8mm non-bsc stent. No patient complications were reported. Synergy ous mr 4.00 x 12 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the proximal rows, stent struts were pushed distally, lifted and misaligned. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.